Event description:
Caller states the patient tested4.9 inr on coaguchek system and 3.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: simvastatin; cilostazal and warfarin, 5mg/day.